Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. Log review did not confirm an issue. The customer removed the unit from service. The bag to vent microswitch was replaced. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a loss of ventilation during a case. There was no report of patient injury.